Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported condition where the tube guide was not appearing which was reproduced by evaluation as the channel sensor did display when powering up with a slide clamp. The device failed to recognize an open door resulting in the reported condition. This was found to be caused by a failed upper latch switch. The upper auxiliary assembly was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a condition where the tube guide display was not appearing. There was no patient involvement. No additional information is available.